Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having battery issues with the insulin pump. Sometimes the insulin pump would not accept the batteries. The customer would at times receive a failed battery test alarm. The customer's blood glucose level was unknown. Troubleshooting was performed but not completed for the failed battery test. It was noted that neither the battery compartment nor the spring were damaged or corroded. After troubleshooting for the other battery issues, the customer requested that the insulin pump be replaced because they did not feel comfortable with it. The device was returned for analysis.